Event description:
It was reported that the keypad button presses did not activate desired pump functions. The up arrow keypad button slow to respond when pressed. Claimed keypad is intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared to be intact with no lifting or peeling observed, the up, down and ok keypad buttons intermittently responded to and required excessive force to activate during testing, the contrast keypad button was unresponsive to user input, it was observed that the up and ok key contacts were misaligned, the contrast key contact was inverted and did not always spring back, the up, down and ok key contact became inverted when pressed and did not always spring back and there was evidence of adhesive/contamination under all the key contacts.